Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room after experiencing dizziness. A local boston scientific field representative interrogated the device and noted that the device had declared a battery status of end of life (eol) in (B)(6) 2012. The device was pacing the patient at approximately 50 paces per minute. The next day, the patient underwent a device change out procedure where the device was explanted and replaced. There were no additional adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices. Laboratory analysis was unable to confirm any device behavior that would have caused the reported patient symptoms.

Manufacturer narrative:
As of today, the device is currently undergoing analysis. When additional information becomes available, this report will be updated.